Manufacturer narrative:
The biomedical engineer (bme) reported that the there was a bradycardia alarm and the central nurse's station (cns) did not audibly alarm. The alarm shows in the event list but supposedly did not give off an audible alarm. The audible alarms are currently working. No patient harm was reported. Concomitant medical device: the following device(s) were being used in conjunction with the cns. Multiple patient receiver model: org-9700a sn: (B)(4) telemetry transmitter model: zm-920pa sn: (B)(4)

Event description:
The biomedical engineer (bme) reported that the there was a bradycardia alarm and the central nurse's station (cns) did not audibly alarm. The alarm shows in the event list but supposedly did not give off an audible alarm. The audible alarms are currently working. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the there was a bradycardia alarm and the central nurse's station (cns) did not audibly alarm. The alarm shows in the event list but supposedly did not give off an audible alarm. The customer provided logs and additional information, but we found it was for another issue that happened on (B)(6) 2021 with similar issue. When we inquired about the other logs, they stated they did not have them. The audible alarms are currently working. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the there was a bradycardia alarm and the central nurse's station (cns) did not audibly alarm. The alarm shows in the event list but supposedly did not give off an audible alarm. The customer provided logs and additional information, but we found it was for another issue that happened on (B)(6) 2021 with similar issue. When we inquired about the other logs, they stated they did not have them. The audible alarms are currently working. No patient harm was reported. Additional device information: d10: concomitant medical device: the following device(s) were being used in conjunction with the cns. Multiple patient receiver: (B)(6) 2021 and (B)(6) 2021 model: org-9700a. Sn: (B)(6). Telemetry transmitter (B)(6) 2021: model: zm-920pa. Sn: (B)(6). Telemetry transmitter (B)(6) 2021: model: zm-920pa. Sn: (B)(6). Patient information for (B)(6) 2021: a2: age at time of event: 70 year(s). A2: date of birth: (B)(6) 1951. A3: sex: male. A4: weight: 165 pound(s). A6: race: asian.